Event description:
This patient reported loud uncomfortable sounds with implant use. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to maunfacturer's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.